Event description:
A malfunction alarm with code malf 12 was reported by the customer, but there was no adverse impact on the customer's blood glucose level. The customer had not reset the pump for this malfunction in the past 24 hours, so technical support provided instructions and assisted in resetting the pump, after which the malfunction code did not recur. The customer was informed that they could continue using the pump and to contact support again if the issue reappeared.